Event description:
A gore tag thoracic endoprosthesis (tg3115/lot#04240719) was implanted to repair a saccular thoracic aortic aneurysm. Preoperatively, no distal pulses were appreciated. Due to small external iliac arteries, a retroperitoneal incision was performed and access for device deployment was achieved through the distal abdominal aorta. The devices were successfully implanted. Immediately following the procedure, the patient had stable hemodynamics and mobility of her feet. The next day the patient did not have movement of her lower extremities and a lumbar spinal drain was performed. At this time it was discovered that the patient had a t6 level infarct resulting in lower extremity paraplegia. The patient ultimately expired from complications linked to a compromised respiratory system and was not device related.

Manufacturer narrative:
H3 the device remains in the patient. H6 a review of the manufacturing paperwork is being conducted.